Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent under sensing was noted on the right atrial (ra) lead during an atrial tachyarrhythmia (at)/atrial fibrillation (af) episode. The ra lead remains in use. No patient complications have been reported as a result of this event.